Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Multiple asahi products were used in this study; however, how each mentioned product had cause or contributed to macce was unable to be determined based on the limited written information. Referring to known similar events, it was presumed that patient anatomy and procedural context were most likely associated with adverse events occurred during this study. It was concluded that these events were not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation). If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel). [Malfunctions and adverse effects]: perforation of blood vessels and infarction.

Event description:
Adverse event information was obtained through literature. It was inferred that asahi corsair and/or tornus microcatheters might have caused or contributed to major adverse cardiovascular events (macce) including cardiac tamponade, congestive heart failure and stroke. Details are as follows: publication: heart and vessels (2018) 33:573-582. Title: lesion characteristics and procedural outcomes of re[?]attempted percutaneous coronary interventions for chronic total occlusion. Excerpt: methods: we evaluated patient demographics, lesion characteristics, procedural characteristics, and clinical outcomes of 310 consecutive cto patients undergoing pci between january 2006 and august 2014 in our cardiac catheterization laboratory. In the antegrade strategy, the antegrade wire escalation technique was used commonly for cto crossing. Furthermore, the parallel wire technique or intravascular ultrasound-guided wiring technique was used depending on the lesion and circumstances during the procedure. Retrograde cto-pci, which was available from march 2007 in our study, was initiated by inserting a hydrophilic floppy wire through the septal or epicardial collateral channel using a microcatheter. After successful channel crossing with the guide wire, the microcatheters were advanced through it. To pass the cto lesion, the operator selected strategy retrograde wire escalation, or reverse cart techniques depending on the lesion and circumstances during the procedure. After recanalization, drug-eluting stents were mainly implanted to cover the lesions. We did not use dissection[?]re-entry techniques, such as subintimal tracking and re-entry (star) or devices such as the crossboss or the stingray (boston scientific, ma). As a channel dilator (corsair; asahi intecc, aichi, japan), a microcatheter developed especially for collateral crossing has been available in our catheter laboratory since january 2010, since which time it was mainly used as both the antegrade and retrograde microcatheter. The tornus catheter (asahi intecc.) Or rotational atherectomy was also available for management of "device-uncrossable" cto lesions during the study period. [Results]: of the 310 consecutive lesions that underwent cto-pci during the study period, 59 (19.0%) were re-attempted lesions that had failed previously, while 251 were initially attempted lesions (81.0%). One patient required pericardiocentesis for tamponade in our cardiovascular ward after a few hours regardless of successful interventional revascularization. In-hospital macce occurred in 10 of 310 patients (3.1%). In the re-attempted cto lesions, macce was reported in three of 59 patients (5.1%): two patients experienced strokes. In the initially attempted cto lesions, in-hospital macce occurred in seven of 251 patients (2.8%, p = 0.46 compared with re-attempted cto lesions); one patient died due to congestive heart failure despite successful interventional revascularization, two experienced a stroke. Corsair is reported as MFR report #: 3003775027-2023-00040 and tornus is reported as MFR report #: 3003775027-2023-00041.